Manufacturer narrative:
The user facility's biomed department inspected the unit and found that the punch, a component that punctures a hole in the bottom of the sterilant cup, required replacement. Facility biomed personnel replaced the punch, confirmed the unit to be operating properly, and returned it to service. As the punch required replacement, sterilant was unable to fully evacuate the sterilant cup as designed. Due to this sequence, the ci performed as designed by not evidencing passing results. A steris service technician arrived onsite and confirmed the unit had been correctly repaired by the user facility and was operating according to specification. Test cycles were run and evidenced passing ci results. User facility personnel should have confirmed the ci passed prior to releasing the instrument for use. The system 1 express operator manual states, "check the chemical strip. Verify the color change indicates that the cycle passed." Additionally, the operator manual states, "to detect the presence of the active ingredient in the use dilution, a chemical indicator strip is used with each cycle." Facility personnel declined to provide any information regarding how full the sterilant cup was upon completion of the sterilization cycle; however, given the description of the event, in conjunction with the ci results, the cup could not have been empty upon completion of the cycle. The system 1 express operator manual also directs users to verify the cup is empty after each cycle. The unit was manufactured in 2006 and is not under steris service agreement for maintenance activities. The user facility performs all maintenance activities. A steris account manager offered in-service training on the proper use, operation, and maintenance of the system 1 express as well as the importance of ensuring cis evidence passing results and the user facility has accepted this offer. No additional issues have been reported.

Event description:
The user facility stated that their chemical indicator (ci) did not change colors after the completion of a sterilization cycle, and that the instrument present in the cycle was not reprocessed prior to utilization in a patient procedure.

Manufacturer narrative:
On (B)(6) 2018 an initial MDR was submitted for the subject event. Section d1 (brand name) was incorrectly filled as "system 1 express". This field should have read "system 1 plus sterile processing system". Any reference to system 1 express in the narrative should be system 1 plus.

Manufacturer narrative:
On (B)(6) 2018 an initial MDR was submitted for the subject event. (Brand name) was incorrectly filled as "system 1 express". This field should have read "system 1 plus sterile processing system". Any reference to system 1 express in the narrative should be system 1 plus.